Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device entered backup mode following a cybersecurity upgrade. The device software was downloaded to resolve the event. The cybersecurity upgrade was not installed. The patient was in stable condition.